Manufacturer narrative:
(B)(4)

Event description:
It was reported that the intra-aortic pump (iap) alarmed for helium loss alarms during use on the patient. The rn stated there is no blood in the gas tubing, no visible kinks and there appears to be no loose connections. The clinical support specialist walked the rn through a leak test and the test indicated that the issue was coming from inside. As a result, the pump was switched out successfully. There was report of delay in therapy (less than 5 minutes). It is reported the patient is very stable on the pump. There was no report of patient complication, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium loss alarm" is not able to be confirmed. The root cause of the complaint is undetermined. If the part is received at later date, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic pump (iap) alarmed for helium loss alarms during use on the patient. The rn stated there is no blood in the gas tubing, no visible kinks and there appears to be no loose connections. The clinical support specialist walked the rn through a leak test and the test indicated that the issue was coming from inside. As a result, the pump was switched out successfully. There was report of delay in therapy (less than 5 minutes). It is reported the patient is very stable on the pump. There was no report of patient complication, serious injury or death.